Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Doi: 10.1302/0301-620x.98b2.36593 describes the revision of patient 4 following subluxation, 57 months after implantation. The patient had brooker grade 1 heterotopic ossification (ho), described as having fine calcific changes in the periarticular tissue, not typical of ho. Pre- and intra-operative investigation data is reported in the manuscript. A pseudotumour was discovered intraoperatively, which was not recognised by pre-operative imaging. The authors report that the subluxations were associated with unrecognised adverse local tissue reaction due to corrosion at the trunnion and pseudotumour formation. Intraoperative tissue specimens were sent for non specific aerobic and anaerobic culture. No bacteria were isolated. Joint fluid was not sent for analysis.

Manufacturer narrative:
An event regarding altr ( adverse local tissue reaction) involving an unknown accolade stem was reported. These were confirmed following a review of the available information by clinical consultant. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided information by a clinical consultant noted that: the femoral head feels resistance due to the high stiffness of the capsule with scar tissue surrounding it and as a consequence a kind of ¿wiggle effect¿ becomes possible between the femoral head and the trunnion. Increased corrosion effects would be the result in the taper junction with metal ion and metal debris release into the joint tissues around causing pseudo tumor formation as reported. Trunnion corrosion was the consequence with resultant altr and pseudo tumor formation and hip instability with subluxation as clinical outcome. This pi case is not device-related. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in low anteversion contributing to overload across the bearing together with capsular calcifications to increase tissue compliance of the hip joint capsule increasing the bending moment arm across the femoral head/taper junction have contributed to trunnion corrosion with metal ion release and pseudo tumor formation requiring revision surgery. If further information such as device details becomes available or the product is returned, this investigation will be re-opened.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Doi: 10.1302/0301-620x.98b2.36593 describes the revision of patient 4 following subluxation, 57 months after implantation. The patient had brooker grade 1 heterotopic ossification (ho), described as having fine calcific changes in the periarticular tissue, not typical of ho. Pre- and intra-operative investigation data is reported in the manuscript. A pseudotumour was discovered intraoperatively, which was not recognised by pre-operative imaging. The authors report that the subluxations were associated with unrecognised adverse local tissue reaction due to corrosion at the trunnion and pseudotumour formation. Intraoperative tissue specimens were sent for non specific aerobic and anaerobic culture. No bacteria were isolated. Joint fluid was not sent for analysis.